Event description:
Dealer called stating that the way the left wheel axle on the v18rfr wheelchair is welded it is allegedly making it difficult to roll the wheelchair without hitting the wheel locks. No injury.